Event description:
Medical customer service in foreign country, reported an end-user alleges, that one staple out of two jams and is snagged. No pt injury or medical intervention was reported.

Manufacturer narrative:
No pt injury or medical intervention was reported. No results are available at this time. A follow-up report will be filed if add'l info becomes available.